Event description:
In 2005, (patient) was taken to a medical center - operating room for the purpose of undergoing a biopsy of a brain lesion which "stealth" navigation and mapping. During the period of time just prior to the beginning of the "stealth" navigation and mapping, the "stealth" device allegedly malfunctioned, causing the procedure to be aborted. [Patient] was transferred back to a hospital room with a plan of re-attempting mapping by other means. On the next day, (patient) died before a said procedure could be performed.

Manufacturer narrative:
Incident report was received via medtronic legal in 2006. No report of an incident involving death was made directly to mnav by the hospital/user and mnav had no prior knowledge of this incident. During internal investigation of the aforementioned incident report, a likely related complaint was identified - 2/22/05 alleged inaccuracy, but no reported patient injury/death. Mnav investigation concluded that the system was working properly, but that the customer was using a mix of single use and reusable reflective spheres (not recommended).